Event description:
Pt reported that a lap-band was removed due to alleged "difficulty breathing and swallowing. The pt reported experiencing "severe physical pain and suffering, mental anguish, severe anxiety, loss of life's pleasures, and loss of enjoyment of life." No additional information was provided. Further follow-up is not possible at this time. The record will be updated upon receipt of any new information.

Manufacturer narrative:
The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Pain, dyspnea, dysphagia, "mental anguish, severe anxiety, loss of life's pleasures, and loss of enjoyment of life" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."